Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room in (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was not reported. The customer experienced a diabetic ketoacidosis. The customer was on insulin drip for a couple of days. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery constantly. She treated her blood glucose level with syringes. The customer was admitted into the hospital three times due to diabetic ketoacidosis in 2016. During one hospitalization the meter would not read. Her blood glucose level was over 1,000 mg/dl. The device was not returned.